Event description:
It was reported that the patient became pale and had "some other strange thing happen" and was sent to the emergency room. There itwas found that lead impedance was high/undefined and there was no capture. The lead was capped and replaced. No futher patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID adsr01, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013. (B)(4).